Event description:
It was reported that a user experienced elevated blood glucose after a usual breakfast while using the ilet system, with self-reported readings around 400 mg/dl for approximately three hours before declining to 163 mg/dl; the user was driving and deferred troubleshooting, with a callback planned once the phone syncs. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included user follow-up and education on high glucose management. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.